Event description:
Boston scientific received information that interrogation of the device showed that the parameters of this left ventricular (lv) lead had changed. A chest x-ray showed that this lv lead was displaced from its original position. No further action was taken. An appointment was made to further review the system at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.